Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be intermittently depleting rapidly. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer's blood glucose ranged from 100 mg/dl to 200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also confirmed manual injections are available.